Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced high frequency (hf) resection electrode with imprinted model# w7109946, lot# 1100201268, was received with the original packaging label (for the initial reported wa22702s, lot# 1000044831; set - includes single use hf cable) but the hf cable was not returned with the electrode. A visual inspection confirmed the reported broken loop issue as the distal end was inspected under a microscope and revealed minor char stains on the loop wire and it broke in half with a small fragment still adhering on the loop, but no fragments were suspected to be missing. Also, the distal portion of the fork appeared to be slightly bent inwards. The blue insulation shaft was straight, and the proximal end of the electrode shaft was intact. A functionality test could not be conducted due to the damaged loop wire. The original equipment manufacturer (oste) performed a device history review for the reported device. A manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is ongoing. If additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
The device was returned to the service center for evaluation. The package was labeled as wa22702s with lot number 1000044831 and the the physical device was model w7109946, lot number 1100201268, the single use high frequency cable that comes inside the package was not returned. The evaluation confirmed the reported complaint of the ¿loop broke¿ as a visual inspection of the distal end of the device was performed under a microscope and revealed minor charred stains on the loop wire and it was broke in half with a small fragment still adhering on the loop, but no fragments from the loop wire were suspected to be missing. Also, the distal portion of the fork appeared to be slightly bent inwards. However, the blue insulation shaft is straight, and its proximal end has no physical damage. Since the electrode loop was damaged, the device was not checked for functionality. Although no device was returned to the original equipment manufacturer (oste), oste conducted an investigation. The device history records were reviewed as a manufacturing and quality control review was performed for the concerned device; there are no nonconformities associated with this device with respect to the described issue. The potential cause of the reported damage was likely caused by wear and tear of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced device was not returned for evaluation. Therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that during a therapeutic transurethral resection of the prostate procedure, the loop wire at the distal end of the device broke a few minutes after use. A new loop was used to complete the intended procedure. There was no death or patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information provided by the user facility and to update the following sections: a2, a3, a4, b7, d11 and h10. The assistant clinical director reported all device fragments were removed the patient and returned with the defective device. The wire did not come into contact with any hard or metal object. The device was inspected prior to use; there were no abnormalities observed. It is unknown if any other loop on the pack showed the same phenomenon. There was defective devices from the same lot reported from the same day after defective loop and all device from the lot were removed from field. There was no smoke, sparking, or flames observed at the connection block. The generator settings are unknown. The physician is experienced in using the device. No issues reported from any other equipment. There was no other equipment replaced during the procedure. The electrode cord was inspected for damage and no irregularities prior to use. There was no resistance noted when inserting the loop.